Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pump was infusing when it alarmed and when the nurse opened the pump, the silicone segment was expanded to about ¾ of an inch diameter for roughly 1 inch. There was no report of patient harm.

Event description:
When the device alarmed it displayed as "close door/check clamp." There was no bolus known to be given before this occurred.

Manufacturer narrative:
The customer report of a bulge/ballooned in the silicone segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During inspection it was observed immediately that the silicone segment tubing p/n 12088541 had a bulge ballooned just below the upper fitment p/n tc10008721. No other anomalies were observed on the set during visual inspection. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned used disposable set and lab extension set allowing fluid to flow through the set via gravity. The set flowed freely and ran with no issues observed. The set was loaded into a lab pump module device. The primary infusion was programmed at a rate of 125ml/h and vtbi 75ml for 1 hour. No alarms or any other issues were noted by the device. No bulge/balloon was observed in the silicone segment. A small amount of air bubbles were observed in the silicone segment tubing p/n 12088541 when the device door was opened after infusion was completed. As cannula and syringe size were not provided by customer, additional testing of the set was conducted using a standard lab 20 gauge cannula connected to the distal male luer of the primary set. A lab 10ml syringe filled with water was used to perform a rapid IV push using the set¿s distal smartsite as the injection site. An IV push was performed first by occluding the tubing above the injection port per if2204 IV push tip sheet, and then again by not occluding the tubing. The IV push performed by not occluding the tubing above the injection port observed a bulge/balloon when the device door was opened. The root cause of the balloon/bulge in the silicone segment was identified as being due to when an IV push medication or flush is executed below the pump without first clamping the tubing above the injection port as reported by customer. This action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to bulge/balloon.